Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017; product type: lead. (B)(4) pertain to both the ens and lead. (B)(4) pertains to the lead. (B)(4) pertains to the ens. (B)(4) pertains to the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who started the trial on (B)(6) 2017. The patient reported nighttime frequency and noted that they felt pain on the incision area when they moved noting that they were not taking pain medication. The patient stated that they were feeling light stimulation in the pelvic area. The patient noted that when they increased stimulation earlier it was uncomfortable, so they lowered it and was now feeling comfortable stimulation. It was indicated that it was unknown if the issue was resolved at the time of report or if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were sore the day before report but after the stimulation was lowered it went away. The patient noted that they were shaky on the day of report and weren't sure why. The patient thought it was maybe after having surgery. The patient was advised to follow up with a healthcare professional (hcp) if they were still shaky. It was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017 the patient reported that they had a bad leak and it caused them moments of depression. The patient was assisted with decreasing stimulation to a comfortable level and was advised to follow up with their hcp. It was indicated that it was unknown if the issue was resolved at the time of report or if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were not feeling good and was confused on the morning of report. The patient stated that they were really disappointed as they had went in their pad 3 times but had not been doing that before. The patient noted that for the first 2-3 days after the evaluation they weren't going in their pad. It was indicated that the patient was meeting the minimum of 50% improvement but it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were really disappointed because in the beginning they were doing great and was not leaking at all, but was now leaking again. The patient stated that they rated the evaluation a 6, for much better, since they were not using as many pads as before. The patient noted that they had an appointment with the hcp on the day of report and would have their bandage changed. The patient stated that they had followed all the rules of not lifting, but when they got out of the car it felt as though they may have pulled some of the wire noting that ever since then their results were not as good as before. It was indicated that the patient was having trouble with it hurting and increased the amplitude to 1.0. The patient confirmed that they were feeling light stimulation at an amplitude of 1.0 and noted that they were still feeling it pulsing. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had a leak but felt like they were improving. The patient stated that they rated the evaluation a 6 or better. It was indicated that the issue was not resolved at the time of report. No further complications were reported or were expected.